Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the 14fr introducer sheath crack during companion sheath insertion was most likely patient condition related since the patient had calcified vessels. Product not returned.

Event description:
An impella cp was being placed via the 14fr introducer sheath for the support of a 70year old male patient who had been admitted in with known coronary artery disease and plan for a high risk percutaneous coronary intervention (hrpci). The only other known medical history was there was peripheral arterial disease, as the patient had calcification. After the 14fr was placed there was a crack/tip split observed and blood loss was occurring, and so the team explanted the 14fr, and introduced the cp pump fully with the pump's repositioning sheath. The hrpci proceeded and the pump was explanted. Beyond the explant of the 14fr no intervention was deemed necessary. Patient survived without any lasting harm or injury noted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.